Event description:
Additional information received indicates surgery took place on (B)(6) 2024 where in the physician added one lead to address the issue. The remaining lead fracture was not explanted from patient due to hardware and accessibility.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6618334.

Event description:
It was reported that during a drg lead revision, the case was aborted after the lead fractured and fragments remained in situ. It is unknown which lead fractured. To address the issue, surgical intervention may take place in the future.